Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a failed medication drawer. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer recovered storage spaces and found a persistent error on the drawer 2.2 main - 255 cubie. They escalated the issue to a specialist. Then, the customer tested the drawers and confirmed all cubies were working. The system functioned as intended after the field service engineer repaired the device.